Event description:
Bayer case number: (B)(4). Back ache (l4 to l5) [back pain], fatigue, sleep disturbance, tremor, joint pain, tendon pain (right upper arm), dry eyes, difficulty writing, balance problems, parkinson's disease, premenopause, during premenopause, numerous instances of vaginal bleeding. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 14-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back ache (l4 to l5)") in an adult female patient who had essure inserted (lot no. 626802) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), fatigue ("fatigue"), sleep disorder ("sleep disturbance"), tremor ("tremor"), arthralgia ("joint pain "), tendon pain ("tendon pain (right upper arm)"), dry eye ("dry eyes"), dysgraphia ("difficulty writing "), balance disorder ("balance problems"), parkinson's disease ("parkinson's disease"), menopause ("premenopause") and vaginal haemorrhage ("during premenopause, numerous instances of vaginal bleeding"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, sleep disorder, tremor, arthralgia, tendon pain, back pain, dry eye, dysgraphia, balance disorder, parkinson's disease, menopause or vaginal haemorrhage. The reporter commented: patient's current condition: awaiting removal actions taken to treat the patient in the healthcare facility: not specified. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Back ache (l4 to l5) [back pain], fatigue [fatigue], sleep disturbance [sleep disturbance], tremor [tremor] , joint pain [joint pain] , tendon pain (right upper arm) [tendon pain], dry eyes [dry eyes] , difficulty writing [writing impaired] , balance problems [balance difficulty], parkinson's disease [parkinson's disease], premenopause [premenopause] , during premenopause, numerous instances of vaginal bleeding [vaginal bleeding]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 14-apr-2025. The most recent information was received on 28-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back ache (l4 to l5)") in an adult female patient who had essure inserted (lot no. 626802) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), fatigue ("fatigue"), sleep disorder ("sleep disturbance"), tremor ("tremor"), arthralgia ("joint pain "), tendon pain ("tendon pain (right upper arm)"), dry eye ("dry eyes"), dysgraphia ("difficulty writing "), balance disorder ("balance problems"), parkinson's disease ("parkinson's disease"), menopause ("premenopause") and vaginal haemorrhage ("during premenopause, numerous instances of vaginal bleeding"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, sleep disorder, tremor, arthralgia, tendon pain, back pain, dry eye, dysgraphia, balance disorder, parkinson's disease, menopause or vaginal haemorrhage. The reporter commented: patient's current condition: awaiting removal actions taken to treat the patient in the healthcare facility: not specified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-apr-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.